Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a review of the black box indicated call service 087 alarms had occurred and insulin delivery was not resumed following the alarms. Prior to the alarms, review of the pump histories indicated that insulin delivery totals correctly reflected programmed rates. The issue was duplicated on investigation; the pump emitted a call service 069 alarm at power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additional testing could not be completed due to the call service alarm issue.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient was treated in the emergency room for low blood glucose (bg) under 40mg/dl with severe dizziness and unsteadiness when standing and walking. The patient reportedly discontinued insulin pump therapy and was treated with glucose tablets/glucose gel and food/drink. The patient had reportedly come off the pump due to call service alarms and was using an alternate method of insulin delivery at the time of the low bg. The pump was reportedly emitting call service 069 alarms, causing the patient to come off the pump. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to use of an inadequate back up plan for insulin delivery associated with the patient being unable to use the pump.